Event description:
It was reported the left upper extremity PICC tube was placed for chemotherapy, and the tube was broken without infusion, and the PICC tube was pulled out after discovery. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.